Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The reporter mentioned that qc was performed on the day of the event, and it was reportedly acceptable. The accu-chek inform ii test strips were requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of questionable glucose results for 1 patient tested on an accu-chek inform ii meter. It was alleged that the meter results were: at 7:17 am: 16 mg/dl. At 7:19 am: 11 mg/dl. At 7:29 am: 146 mg/dl. The result of 146mg/dl was believed to be correct.

Manufacturer narrative:
No customer material was received for investigation. No information was provided that would point to a cause for the discrepancy in the results. There was no evidence of a causal link to the medical device. The investigation did not identify a product problem.